Event description:
It was reported that the healthcare provider (hcp) had a patient that had a hard stall. The pump was reportedly less than a year old when the stall occurred. The pump system was being used to infuse an unknown medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).